Event description:
It was reported that during a follow up in clinic, right atrial undersensing resulting in functional loss of capture and pacing inhibition was noted on the device. Abbott technical support was contacted, the session records were reviewed, and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.